Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due high pacing thresholds. A new lead was successfully implanted during a scheduled pulse generator replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.